Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Culture test results from a third-party institution provided by the user are listed below: sampling date:2023/12/21. Sampling from: all channels. Cfu:3 cfu/100ml. Bacterial identification: micrococcus luteus, gemelia sanguinis, brevundimonas diminuta. Sampling date:2023/12/21. Sampling from: all channels. Cfu:1 cfu/100ml. Bacterial identification:brevundimonas diminuta. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:2024/01/25. Sampling from: all channels. Cfu:<1 cfu/endoscope (<1 cfu/100ml). Bacterial identification:n/a. Upon review of the customer provided facility cleaning disinfection and sterilization practices (cds), no deviations from the IFU were observed. The device was evaluated and no abnormalities were found that could have led to the positive culture. The evaluation noted shavings and scratches on the inner surface of the biopsy channel, however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.